Event description:
User experienced a leak from analyzer. No pt samples were involved. No operators were harmed. The field service representative determined the cause to be the waste tubing was loose at the waste outlet fitting and replaced the tubing. Performance tests were performed which were within specifications.